Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 30-aug-2019 with the following findings: a visual inspection of the pump found the bolus button cover to be detached/missing. The keypad was found to be fully intact; no peeling or damage was observed. During testing, all of the keypad buttons were found to respond appropriately. A leak test was performed, and a leak was identified in the bolus button. The pump¿s cover was opened, and moisture corrosion was observed on all boards and on the display. Unrelated to the original complaint, the battery compartment was found to be cracked. The display was found to be discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Report late due to transition from vmsr program.

Event description:
On 05-jul-2019, the reporter contacted animas, alleging a button/keypad (abb dmg prior tctl cng w/moist) issue. It was reported that the audio bolus button was missing/peeling, under-responsive, and that moisture was located behind the display. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect boluses which may result in over or under delivery.